Event description:
I accidentally inhaled biotene spray at 3:25pm at work. I use it often and have never had trouble. I sprayed it on my tongue and just started to swish in my mouth while simultaneously laughing at a colleague's joke. Within a split second my airway was completely clogged and trying to get air. Colleague started heimlich but I stopped her. I began involuntarily coughing, gagging and choking. I kept trying to get air and was able to get enough to breathe with horrendous wheezing and continued coughing gagging and choking. I work at a school district in the student services department so the supervisor of school nurses was there within 3 min. She immediately called 911. This continued until emt's arrived (15 minutes) and was given oxygen and nebulizer treatment. Bp was 180/122 hr 134. Some relief. Still severe coughing and choking. Paramedics arrived and transported to hospital. Second nebulizer treatment given for 15-20 min. A little more relief right upper lobe was most affected started getting worse before 3rd treatment at ER with different meds and anti-inflammatory drugs. By 7:00 pm x-ray show lung clear and was released. Due to excessive coughing I pulled many back and chest muscles. Very sore and nauseous on saturday and sunday. Missed some work on monday. Also quite traumatic reliving memories of not being able to breath. Is the product over-the-counter: yes. Frequency: as needed. Date the person first started taking or using the product: (B)(6) 2016. Date the person stopped taking or using the product: (B)(6) 2017. Did the problem stop after the person reduced the dose or stopped taking or using the product: yes. Why was the person using the product: dry mouth.